Event description:
The pt sustained a spontaneous pneumothorax possibly due to a blocked hme filter. The filter may have been blocked with secretions resulting in an accumulation of air volume inside the lungs.